Event description:
Endopath ets-flex 45, ref (B)(4) was used on a laparoscopic case and it misfired twice with 2 different loads - both included when handed into management for evaluation (reload saved but no packaging information saved).